Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of an error code displayed via the logs and therefore the hard drive was reconfigured and the software reloaded. Analysis also found the power cord bay and the stylus were damaged and both were replaced. (B)(4).

Event description:
It was reported that the clinic has on occasion had the programmer just turn itself off and then from the strip printer a message is printed saying "the emergency hard key is available". Technical support (ts) suggested the programmer be returned to service. When the programmer is cycle powered, it allows the user to continue to use. The caller stated that the clinic keeps the programmer on all day. It was further noted that the display would go gray with gray lines. The caller will talk to clinic and possibly send the programmer into service. The programmer was returned for service. There was no patient involvement.